Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-jan-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that full height cubie drawer5 was not detected closed. A field service engineer (fse) found latch sensor light was off and inspected latch assembly and latch sensor was loose. Further the fse reassembled device and latch sensor light turned on after device reboot. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer would not open. The customer attempted troubleshooting by restarting the station; however, these efforts were unsuccessful, and the problem persisted. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.